Event description:
Reportedly, the surgeon positioned the ta on the rectum and advanced the pin manually. The ta was closed and approximated with one full squeeze of the handle. The surgeon reports he then fully squeezed the handle until it locked in the back position to fire the staples. After having cut the tissue, the rectal stump moved away and the surgeon reports there were no staples applied on the tissue. Then, according to the report, the head of surgery came in the room and could finally open the instrument and proceeded to fire the same sulu and obtained a partially fired row of staples still in the sulu like you can see on the instrument. The rectum was still open and the surgeon had to perform a difficult manual anastomosis on the remaining 3cm rectal stump. The pt had to be re-operated the day after for sigmoid necrosis and subsequently expired.